Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the abdomen, which is off label usage of the device. On (B)(6) 2024, the patient¿s sensor fell off. At an unspecified time later, she suffered a hypoglycemic seizure. The patient reportedly didn't know sensor fell off until the emergency happened. There was no information on how long the patient was seizing, or if there were any sustained injuries arising from this occurrence. It was not verified during the report if the patient monitored the mobile app prior to the event. It was not also verified how the mobile device was functioning at the onset of seizure. The patient was taken to the emergency room (it was not reported why who). There was no report of what medication or treatment the patient received during this event. She was discharged after approximately 4 hours in the ER. The patient was doing well at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.